Event description:
It was reported that on (B)(6) 2018, ventricular noise oversensing was notified to the hospital through a non-sorin remote monitoring system. On (B)(6) 2018, the patient visited the hospital to undergo a non-sorin defibrillator check. An arrhythmia episode had been recorded resulting from ventricular noise oversensing on (B)(6) 2018 with no inappropriate shock therapy. Although there were no abnormalities in the lead measurements, noise was observed on the egm when the patient was at rest lying on his back. As other tests did not reproduce such noise (lightly pressing the implant site, having the patient largely move the arm on the side of the implant site, and having the patient take a deep breath), it was suspected that there was damage to the area of the isoline 2cr6 located inside the access blood vessel. It was decided to perform a procedure to replace the defibrillator and the defibrillator lead on (B)(6) 2018. Preliminary analysis confirmed the reported ventricular noise oversensing.

Event description:
It was reported that on 29 may 2018, ventricular noise oversensing was notified to the hospital through a non-sorin remote monitoring system. On (B)(6) 2018, the patient visited the hospital to undergo a non-sorin defibrillator check. An arrhythmia episode had been recorded resulting from ventricular noise oversensing on (B)(6) 2018 with no inappropriate shock therapy. Although there were no abnormalities in the lead measurements, noise was observed on the egm when the patient was at rest lying on his back. As other tests did not reproduce such noise (lightly pressing the implant site, having the patient largely move the arm on the side of the implant site, and having the patient take a deep breath), it was suspected that there was damage to the area of the isoline 2cr6 located inside the access blood vessel. It was decided to perform a procedure to replace the defibrillator and the defibrillator lead on (B)(6) 2018. Preliminary analysis confirmed the reported ventricular noise oversensing.

Event description:
It was reported that on (B)(6) 2018, ventricular noise oversensing was notified to the hospital through a non-sorin remote monitoring system. On (B)(6) 2018, the patient visited the hospital to undergo a non-sorin defibrillator check. An arrhythmia episode had been recorded resulting from ventricular noise oversensing on (B)(6) 2018 with no inappropriate shock therapy. Although there were no abnormalities in the lead measurements, noise was observed on the egm when the patient was at rest lying on his back. As other tests did not reproduce such noise (lightly pressing the implant site, having the patient largely move the arm on the side of the implant site, and having the patient take a deep breath), it was suspected that there was damage to the area of the isoline 2cr6 located inside the access blood vessel. It was decided to perform a procedure to replace the defibrillator and the defibrillator lead on (B)(6) 2018. Preliminary analysis confirmed the reported ventricular noise oversensing.

Manufacturer narrative:
It was reported on 01 aug 2018 that the subject lead was explanted on (B)(6) 2018 and will be returned for analysis.

Event description:
It was reported that on (B)(6) 2018, ventricular noise oversensing was notified to the hospital through a non-sorin remote monitoring system. On (B)(6) 2018, the patient visited the hospital to undergo a non-sorin defibrillator check. An arrhythmia episode had been recorded resulting from ventricular noise oversensing on (B)(6) 2018 with no inappropriate shock therapy. Although there were no abnormalities in the lead measurements, noise was observed on the egm when the patient was at rest lying on his back. As other tests did not reproduce such noise (lightly pressing the implant site, having the patient largely move the arm on the side of the implant site, and having the patient take a deep breath), it was suspected that there was damage to the area of the isoline 2cr6 located inside the access blood vessel. It was decided to perform a procedure to replace the defibrillator and the defibrillator lead on (B)(6) 2018. Preliminary analysis confirmed the reported ventricular noise oversensing.

Manufacturer narrative:
Please refer to the attached investigation report.